Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system were used. After deployment of the closure device and successfully meeting position, anchor, size, and seal (pass) criteria, a small pe was noted via transesophageal echocardiogram. The patient was administered protamine 60 units. Transthoracic echocardiogram was performed later that day which revealed resolution of the pe.

Manufacturer narrative:
B5: patient status update and details of pe updated in narrative.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system were used. After deployment of the closure device and successfully meeting position, anchor, size, and seal (pass) criteria, a small pe was noted via transesophageal echocardiogram. The patient was administered protamine 60 units. Transthoracic echocardiogram was performed later that day which revealed resolution of the pe. It was further reported that the location of the pe was posterior, roughly midway between the left ventricle and the left atrium. Additionally, the patient has been discharged.